Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted from 37.6 cm to 37.9 cm and 41.0 cm to 41.8 cm from the connector pin, consistent with lead friction to another device or feature of the heart. Fracture of the conductors was noted at 24.0 cm from the connector pin, consistent with fatigue fracture.

Event description:
This report is to advise of an event observed during analysis.